Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive adenovirus patient result was obtained. Sample previously tested as adenovirus negative. There was no report of patient impact.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive adenovirus patient result was obtained. Sample previously tested as adenovirus negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for adenovirus while running the enteric viral panel assay. Customer run data where the suspected false positives were witnessed was provided to bd service and quality for analysis which revealed evidence of optical crosstalk from the fam to vic optics in the presence of a strong rotavirus positive sample. Bd service specialists have requested the customer's instrument database in order to perform further analysis. Instrument replacement has been approved to resolve this issue. This complaint is confirmed by bd service and quality. The root cause was traced to component failure of the heater mux and drift in reader normalization values. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of optical crosstalk from the fam to vic optical channels. Review of device history record for instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and two additional cases were observed on 16may2024 and 15jul2024 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.